Event description:
The company was informed of an alleged incident via email on (B)(6) 2014. The alleged incident was described to the company as followed. Patient called her home health care provider to inform them that she received a burn to her wrist and thumb while removing the portable unit from the dewar. The provider advised the patient to be seen at the hospital as there were some white marks, possibly blisters, starting to appear. The provider exchanged the device and will be sending the unit back to the manufacturer for testing.